Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/03/2020. Additional b5 narrative: it was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2020 and the absorbable straps were used. It was reported that the hospital had some issues with the device during surgery with biological 0.8 mm mesh. It was reported that none of the straps penetrated the mesh when fired inside the abdomen and as a test on the table outside of the patient. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2020 and the absorbable straps were used. It was reported that the hospital had some issues with the device during surgery with biological 0.8mm mesh. It was reported that the device didn't always puncture the mesh. A like device was used to complete the procedure. There were no adverse patient consequences reported.